Event description:
It was reported that the device exhibited last error code 1660 upon start up. The pump was unable to be started and only stopped alarming by removing the battery. The event occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed cracks on the casing. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.